Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll eurographics had foreign matter. The following information was provided by the initial reporter: a medication was to be administered to a patient. However, contamination was found on the syringe plunger before use. Therefore, this syringe was not used but was kept as a sample and kindly made available to us.

Manufacturer narrative:
(B)(4) follow up for device evaluation. Contamination was reported on the inner portion of the syringe plunger. To support the investigation, one sample of a 10 ml eurographics syringe from lot 4347922 was submitted to the quality team for evaluation. The sample was received in unsealed packaging that included all relevant product information. Upon inspection, the plunger rod exhibited multiple black discoloration marks consistent with embedded foreign material. This condition is non-conforming per product specifications and is attributed to the molding process. Specifically, the presence of degraded resin embedded in the component typically results from prolonged exposure to high temperatures within the molding machine, such as during equipment start-up. This type of defect is considered cosmetic in nature and does not pose a risk to the end user. A device history record (DHR) review was conducted for material number 300912, lot 4347922. The review confirmed that all visual inspections were performed in accordance with established requirements, with no quality notifications related to the reported condition. The lot was inspected and accepted per the inspection control plan, approved for shipment, and deemed compliant with applicable product specifications.